Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that, the customer received hardware low level failures alarm. The blood glucose level was unknown at the time of incident. Customer will advise to replace and return the pump. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test and self test. However, hardware low level failures error confirmed in the device history due to broken trace at keypad assembly.